Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with symptoms of high fever and diarrhea. The customer was kept in the hospital once they noticed that her blood glucose level was above 200 mg/dl. The customer declined troubleshooting at the time of the call. Nothing further was reported.